Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the down arrow button was intermittently responding for a couple days. The reporter confirmed no damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/22/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/30/2013 with the following findings: evaluation revealed that the keypad is intact but the keypad symbols are worn. The contrast, up and down buttons were intermittently unresponsive. The ok button responded appropriately. Evaluation revealed contamination under all button contacts. Pump booted to the verify screen with dim pink contrast. The display lens was found to be scratched. There was a crack along the battery compartment extending from the threads to the case seal.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.